Manufacturer narrative:
(B)(4). Although a temporal relationship exists between the use of the liberty cycler, the peritoneal dialysis treatment, and the umbilical hernia, there is no documentation in the complaint file which indicates causality. However, hernias are a well known complication for peritoneal dialysis patients, as peritoneal dialysis is associated with increased intra-abdominal pressure. Intra-abdominal pressure can also be associated with lifting, straining, coughing, and the valsalva maneuver. A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient's peritoneal dialysis nurse that the patient had developed an umbilical hernia. The patient presented to the hospital on (B)(6) 2016 because of a non-functioning catheter and the umbilical hernia was discovered at the time. It was determined that the patient required surgery if they were to continue to perform peritoneal dialysis therapy at home, and the patient elected to have the procedure performed. The patient has recovered and is receiving hemodialysis until the surgical site heals.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.